Event description:
Note: date of event is uknown. On december 20, 2006, the customer reported to bsc that during a colonoscopy procedure (patient gender & age unknown), the handle was actuated to fire the resolution clip, however, the wire was detached about 10cm from the handle. The resolution clip was released from the tissue with no additional trauma occurring at the bleed site. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.